Event description:
A patient's parents reported that his seizures never improved on vns, and that the seizures seemed longer and more intense. The physician is not sure if this was caused by the device or if the patient's disease was just progressing despite vns. The physician had disabled the device's normal and autostim modes, but left the magnet mode on. No additional relevant information has been received to date.